Event description:
A patient presented to ER with complaint of pain. An x-ray revealed a femoral non union and a broken 4.5 mm curved broad lcp plate which had been implanted to treat a periprosthetic fracture.

Manufacturer narrative:
Add'l info has been requested. Synthes is unable to determine the device manufacture date without a lot number. No investigation could be performed, no conclusion drawn, as no device was returned.